Event description:
The user received questionable ion selective electrode (ise) potassium results for one patient sample. The initial result was 7.8 mmol/l with a data flag and was reported outside the laboratory. The sample was repeated on the same analyzer and the result was 8.0 mmol/l with a data flag. The sample was then repeated on modular analytics core analyzer serial number (B)(4) and the results were 8.2 and 8.1 mmol/l with data flags. The patient was admitted to the hospital due to bun, creatinine and potassium results. The user stated the patient was suspected to have renal failure and was sent to the ER "do to the whole picture of test results". The patient was drawn in the ER and the test results were normal. No treatment was administered. The patient was not adversely affected. The doctor called the laboratory questioning the original results. On (B)(6) 2011, the original sample was repeated on the original analyzer with a result of 5.2 mmol/l. The sample was repeated on modular analytics core analyzer serial number (B)(4) and the result was 5.3 mmol/l with a data flag. The user believed the result of 5.2 mmol/l to be correct. The potassium electrode lot number was not provided. The field service representative could not determine a cause. He verified the ise sample probe alignment and the ise system pressures. To verify the analyzer operation, he ran ise checks, precision testing, calibration and quality control. All results were within the user's ranges and precision guidelines. See medwatch with (B)(6) for the bun and phosphorus results and medwatch with (B)(6) for the creatinine results.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. No analyzer pipetting issues were found. Quality controls were on target. No instrument malfunction was detected. Based upon the data provided, it is most likely that a preanalytical interference issue at the customer site was the root cause of the issue.